Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer did not return the product back for analysis because their warranty ended in 2015.

Manufacturer narrative:
Additional information has been provided that was not included on the initial device complaint also, sections b1, b2 and h1 have been updated. The customer is calling because the insulin pump is completely damaged. The customer stated she knows the insulin pump is out of warranty. The customer then clarified that she doesn't have damage on the insulin pump she has error message on the insulin pump, one morning the insulin pump was continuous beeping and said motor error she had the alarm to go off and it was still saying the same thing and she called the company. The customer stated she has been ill the last few months she states, her sugars has been high over 600 mg/dl. The customer has been treating with a manual shot to treat for the high blood glucose's.